Event description:
It was reported that prior to a procedure the hand piece is generating a hand piece error. No patient involvement. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.